Manufacturer narrative:
This report is submitted on december 17, 2019.

Event description:
Per the patient's physician, the patient experienced dizziness with device use. Scans revealed that the electrode array was in the semicircular canal. Subsequently, the patient underwent revision surgery on (B)(6) 2019, to correct the placement of the electrode array. Revision surgery was successful, and the patient has resumed device use.